Manufacturer narrative:
Section e1 has been updated to include the name and address of the distributor who reported this event.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the spouse of a home patient contacted baxter by phone and reported that the patient got an infection on tube site and the swabsticks (baxter product code ek4061, lot # unknown, (B)(4)) were making it irritated and inflamed. The skin got super red and it burned and hurt every time they applied it. They got a set of iodine swabs from the clinic that they are using for now and it does not irritate the wound. The patient also used gauze, 2x2 sterile (product code ek7417, lot # unknown).